Event description:
It was reported when using the bd pyxis¿ medstation¿ es system was out of service. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the was out of service. The technical support specialist stated that the station was already in service. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).